Event description:
Describe event or problem: balloon had pinhole.

Manufacturer narrative:
The report from the field indicated that : the pt was undergoing placement of a coronary stent. The 2.5x13mm cypher stent had been successfully deployed, and it was going to be post dilated. When inflation was attempted, nothing happened; there were no pressures. The operation pulled negative, the balloon was remove, and blood was seen inside it. The post dilation was completed with either a crossail or a powersail rx balloon using the same indeflatior. There was no injury to the pt. The prod was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.